Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional.

Event description:
A medtronic rep reported that the site experienced intermittent tracking. It did not affect the case but he noticed the emitter did not seem to have an appropriate tracking field volume and possibly had dead spots. No impact on the pt was reported.